Manufacturer narrative:
Data analysis: the console logs from the reported day of the event align with the complaint. The case started on (B)(6) 2025 and pump started at (B)(6) 2025 - 18:02:00 and within minutes position unknown alarms were triggered. Additionally, pump was turned off after 25 mins of the pump start. (B)(4). Lt and rt logs shows negative spikes for placement signal at start of the pump but eventually resolved. Note: please refer to the (B)(4) for pump related investigation. Device analysis: the console (B)(6) was returned to field service for further investigation. A visual inspection of the internal circuitry and cable connections of the console did not reveal any issues. The console was tested with a known good pump and purge cassette, and no anomalies were observed during testing. Additionally, visible light was detected from the optical pump connector, the analog output from the ccd array of the optical bench (fringe pattern) was seen without any distortion, and the "5s" parameter using optical cavity found that the values were within the specified values as per the pm procedure (0042-7316). Root cause: the root cause of the " lv waveform became erratic" was not related to any issue with the aic. No issues were found with the aic. Corrective actions: before returning the console to the customer, the following actions are instructed to perform: perform sections 23 of the preventative maintenance procedure (0042-7316) as precaution. Perform a full functional check on the console and optical system (0042-7316).

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. After implant of the impella 5.5 was started, the lv waveform became erratic on the aic. The team troubleshot and replaced the aic. The pump remained on for support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.